Event description:
Clinical study. It was reported that 1329 days after a coronary artery drug-eluting stenting treatment procedure, the patient had angina and a target vessel reintervention. The index procedure treated one 10mm long target lesion located in the proximal right coronary artery (rca) with 80% stenosis and a 2.5mm reference vessel diameter. The physician consisted of pre-dilatation and placement of a 2.5 x 16mm express2 bare metal stent, reducing the stenosis to 0%. The patient was discharged 1 day post-index procedure on doses of plavix and asa. Core lab qca report, 1329 days post-index procedure, of the target lesion notes 50.92% stenosis in projection 1 and 51.49% stenosis in projection 2. The mid rca was treated with pre-dilation and placement of a 2.5x18mm cypher stent reducing the 70% stenosis to 0%. The patient was discharged 1 day post tvr. In the opinion of the physician the: relationship of tvr to the study stent was definite; the relationship of tvr to the index procedure was unrelated, and the relationship of tvr to the prior co-morbid condition was possible.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4425683 found that the device met its material, assembly and product specifications, at the time of release to distribution.